Event description:
It was reported the patient was in the hospital with severe back pain that started in the area where her implant was and radiated around her body. The patient's pain started to occur four days prior to this report. Three days ago the patient went to the emergency room (ER), went home, and ended up back at the ER at 2 am the date of this report. It was noted if the device was on it made the patient's pain worse, thus the device was turned off. The patient was on morphine but it was only taking the edge off. It was reported the patient had been reprogrammed just once or twice. The patient had a cat scan and sonogram but the results were not provided. Additional information received 2 weeks later reported the cause of the event was unknown. It was reported a thoracic x-ray was performed on october 2, results were not provided. The patient met with a manufacturer representative and her stimulator was adjusted. The patient did not have pain when she left her physician's office.

Manufacturer narrative:
Product ID 3998, lot# v111320, implanted: (B)(6) 2008, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37083-40, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 37083-40, serial# (B)(4), implanted: (B)(6) 2008, product type extension. (B)(4).